Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, but the issue recurred, leading to the decision to replace the pump. The customer was informed that the pump was within warranty and was provided with instructions for transporting the pump. They were also advised to use mdi as a backup insulin therapy and instructed to return the faulty pump within 10 days using a pre-paid label and return box.